Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by institute of biomechanics, trauma center murnau, in germany. The title of this report is ¿auxiliary locking plate improves fracture stability and healing in intertrochanteric fractures fixated by intramedullary nail¿ which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at http://dx.doi.org/10.1016/j.clinbiomech.2012.07.008. This report includes research done on 13 patients between the period january 2007 and may 2009. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses nonunion with atrophic/implant failure for which revision surgery was performed by lgn (long gamma3 nail) and lcp (locking compression plate) with 7 holes. The report states initially the patient was treated by gamma3 nail and 2 cerclage wire one month after which nonunion (atrophic) was observed along with implant failure which is further treated by modified treatment with internal fixation by lgn (long gamma3 nail) and lcp (locking compression plate) with 7 holes. The nonunion healed successfully after revision surgery at 22 months and refracture occurred after hardware removal.